Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette sample or diluent into well position h1 and no error message was generated. A field service engineer was dispatched and could not duplicate the event. Fse replaced plunger clamp #1, 3 and 11. Also replaced ribbon cables and x-motor in scanner. No death or serious injury was associated with this event.